Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 3.5mm x 38mm, eccentric, de novo target lesion containing a >45 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found out that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.